Event description:
The patient returned twelve (12) days after the index procedure with a complaint of chest pain. The ECG was monitored and st depression was noted in leads v4-v6 and avf. Coronary angiography was done and confirmed a sub acute thrombosis (sat). Thrombus was found in-stent and distal to the stents. Aspiration was done with a 7 fr. Thrombuster and removed a large quanity of thrombus. Balloon angioplasty was then done using a prolonged inflation. The patient was stabilized and was discharged three (3) days after being re-admitted.